Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a battery out limit on the insulin pump. The customer's blood glucose level was 467 mg/dl. The customer did not realized that the insulin pump ws off. The troubleshooting was performed. The customer was advised to monitor insulin pump and always to clear alarms before inserting a new battery. The customer was treated with insulin pump and advised if high blood glucose continues to call back and troubleshoot.